Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced ineffective stimulation with the scs system. Surgical intervention was undertaken on (B)(6) 2025 during which the existing paddle lead was disconnected from the ipg, left implanted, and two new leads were added to address the issue. As a result, effective therapy was restored post-op.